Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It is unknown if the patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. Action taken with therapy was not reported. Additional information was requested and was not available at this time. This is report 2 of 4.

Manufacturer narrative:
(B)(4). Event date: the event occurred on (B)(6) 2014 or (B)(6) 2015. The reported product is an unknown titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).